Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Concomitant medical product: dtba1d4, ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead for low defibrillator lead impedance. The lead was found to have varying high impedance on the rv coil. The physician opted to turn off detection for defibrillation from the rv lead and left the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.